Manufacturer narrative:
Analysis of wr9200 (serial/lot #:(B)(6)) wireless recharger found led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger is not charging. The green light was on the dock but the recharger would not charge past the 2nd light. They said the recharger is always on the dock. They said the patient fell and fractured their hip. They had to turn stim off for an EKG. Patient had gall bladder surgery and is currently in the hospital. No symptoms reported. Additional information received that they received the replacement wireless recharger and were able to charge the patients implant with it. When they went to use the device again, they noticed that the battery bars were continuously scrolling. Troubleshooting did not resolve the issue. Additional info received from patient that the replacement device resolved the charging issue and the fall was not related to ins or therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.